Event description:
It was reported that during the right ventricular (rv) lead implant, lead placement was very difficult because the patient has left superior vena cava. Once inside the right ventricle, the doctor tried multiple times to extend the lead helix and it would not fully engage. The lead was removed and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the helix of the lead was extrinsically bent, the helix of the lead became extrinsically distorted due to pulling/stretching/overstress and visual summary analysis of the lead indicated damage at implant. (B)(4).